Manufacturer narrative:
Add'l lot number: 100026. The cause for the discordant (B)(6) total result is unk. The customer declined service - no further action taken. No further eval of the device is required.

Event description:
A reactive advia centaur (B)(6) total result was obtained on a pt sample. The sample was repeated as part of a lot to lot study and the result was non-reactive. Other markers were tested on the pt sample. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.